Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized due to experiencing back pain. The patient was diagnosed with an epidural hematoma and had surgery to resolve the issue. Follow-up identified the trial scs lead was explanted prior to the patient's surgery. Additionally, per the patient, he is in rehab and is doing well with no issues.